Event description:
The customer reported the evis exera iii xenon light source displayed intermittent b30 error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that no maj-1430 cable was plugged in the cv-190. Tac instructed the customer to reseat the light source communication cables on both sides and cleaned the contacts of all four of their scopes. Furthermore, tac asked the customer to obtain a maj_2087 socket cleaning kit for the clv-190. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d9, h4. Based on the results of the investigation, b30 was resolved by cleaning contact of the scope. Therefore, it was determined that b30 occurred due to adhesion of dirt on the contact of scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.